Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) appeared flat when squeezed and did not fully inflate. In addition, the cylinders exhibited a hole due to being unsheathed, resulting in fluid loss from the device. All components were explanted and replaced. The patient will have an appointment and stated his wounds are healing well. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.